Manufacturer narrative:
Based on the claim against the product by the customer noting that tissue was stuck in the joint of the cadiere forceps instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The instrument has been returned for failure analysis testing, but the evaluation has not yet been completed. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A review of the logs for the cadiere forceps instrument (part number 471049-08/ lot number k10211214-0130) associated with this event has been performed. Per this review of the logs, the cadiere forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 17 uses remaining after this last usage. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the tissue got caught in the instrument's joint. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, that tissue was stuck in the joint of the cadiere forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument was analyzed and the complaint regarding that tissue was stuck in the joint of the cadiere forceps instrument was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, grip, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips open and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.